Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y catheter was defective. This was discovered during use. The following information was provided by the initial reporter: 2020/09/19 clarify the event description: at 14:00 on (B)(6) 2020, when a nurse placed an indwelling needle for a patient with a left humeral shaft fracture, when it entered the patient¿s blood vessel, it was found that there was blood oozing at the insertion site. After remove the indwelling needle, it was found that catheter separate with the needle core , thus the patient has to re-siting the indwelling needle.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9173717. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y catheter was defective. This was discovered during use. The following information was provided by the initial reporter: 2020/09/19 clarify the event description: at 14:00 on (B)(6) 2020, when a nurse placed an indwelling needle for a patient with a left humeral shaft fracture, when it entered the patient¿s blood vessel, it was found that there was blood oozing at the insertion site. After remove the indwelling needle, it was found that catheter separate with the needle core , thus the patient has to re-siting the indwelling needle.